Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported that the back spike of the of the spike arm broke off.

Manufacturer narrative:
Visual inspection of the returned instrument found that the long spike had cleanly fractured off at its base. A material inspection found that the hardness of the instrument complied with the specification. The device history records for the spike arm and lower level lots were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. A product history search identified no other complaints for the part and lot combination of the this instrument. This device is used for treatment. Surgical notes were not provided; it is unknown whether the instrument was used according to the surgical technique and cared for appropriately. Per the instrument package insert, failure to follow care instructions could result in instrument breakage. A definitive root cause cannot be determined with the information provided.